Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was undergoing maintenance (no patient's involvement). The root cause was determined to be a component failure. In consequence the defective part was replaced. There was no patient or user harm.

Event description:
The local repair staff has sent many requests to me. When replacing the front housing, the sensor board is removed. At that time, most of the black plastic on the sensor board seems to be cracked. Please refer to the examples in img_0004.jpg and img_0005.jpg. Since the broken ones cannot be used again, the entire sensor board is replaced, but the loss of this replacement is significant. Can you please provide only the black plastic parts of the sensor board as spare replacement parts free of charge?